Manufacturer narrative:
This report is being supplemented to provide a correction to the previous report. H6 'type of investigation codes': 4109, 3331 were inadvertently added and should be removed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was not reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to fluid invasion on the scope connector causing corrosion / malfunction of electrical part/s in the connector. It is likely that water tightness was lost by excessive external stress on the leaking area. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay in the procedure and the procedure was completed using a similar device without any problems.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to corrosion of the plug unit. It was also noted that the angulation in the up direction and the gap of the up/down knob were out of standard value due to wear of the angle wire. There were liquid leaks noted due to damage to the bending section cylinder and the water quantity was out of standard value due to blockage of the nozzle. The condition of the light guide bundle was not good and the light guide lens was broken. The adhesive part was broken and the scope cover was polluted. The protector of the boot was chipped and the device was crumpled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had an e315 scope error. There were no reports of patient harm associated with the event.